Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was admitted in hospital on (B)(6) 2017 due to high blood glucose level, headache and shortness of breath. The bllod glucose level of the patient at the time of hospitalisation was 232 mg/dl. The patient was discharged on the (B)(6) 2017 with a diagnosis of uncontrolled type I diabetes mellitus with complication dehydration and nausea without vomiting. No further information was available.